Event description:
It was reported that noise and oversensing was observed due to capture and sensing anomalies. As a result, both the lead and device were explanted.

Manufacturer narrative:
Evaluation summary: mechanical and visual analysis found dried body fluid/tissue on the distal coil, preventing retraction of the helix. The ensuing resistance may have resulted in an over-torque condition, causing the coil wire to fracture. With the exception of the fractured distal coil, all remaining lead continuity and resistance was normal. The analysis of the lead did not reveal any device condition that would have contributed to the reported capture/sensing anomaly.